Manufacturer narrative:
H6: investigation summary: a failure for mis-identification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer called to report that the instrument identified their isolate as alcaligenes when it was acinetobacter. There were no instrument issues reported therefore this is an unconfirmed failure of a bd product. The root cause is unknown at this time. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results did breach an alert level trend in the month of (B)(6) 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, acinetobacter was misidentified as alcaligens faecalis. There was no report of patient impact. The following information was provided by the initial reporter: patient samples ID incorrect , expected result should be acinetobacter and instrument informed alcaligens faecalis. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. Customer with doubt in the tsa results of panel 89 and s11. Performed manual tests and the results do not match. I asked the client to do a confirmatory panel test because there is suspicion of contamination.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, acinetobacter was misidentified as alcaligens faecalis. There was no report of patient impact. The following information was provided by the initial reporter: patient samples ID incorrect , expected result should be acinetobacter and instrument informed alcaligens faecalis 2. Was there any delay of treatment due to the issue? No 3. If patient samples were redrawn, was there any change or delay of treatment? No 4. Was there any physical harm/injury to the patient due to the issue? No customer with doubt in the tsa results of panel 89 and s11. Performed manual tests and the results do not match. I asked the client to do a confirmatory panel test because there is suspicion of contamination.

Manufacturer narrative:
The following fields were corrected: b5. It was reported that while using bd phoenix¿ m50 automated microbiology system, acinetobacter was misidentified as alcaligens faecalis. There was no report of patient impact. The following information was provided by the initial reporter: patient samples ID incorrect , expected result should be acinetobacter and instrument informed alcaligens faecalis 2. Was there any delay of treatment due to the issue? No 3. If patient samples were redrawn, was there any change or delay of treatment? No 4. Was there any physical harm/injury to the patient due to the issue? No customer with doubt in the tsa results of panel 89 and s11. Performed manual tests and the results do not match. I asked the client to do a confirmatory panel test because there is suspicion of contamination.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility, short incubation. E.6 initial reporter e-mail:(B)(6). E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: customer with doubt in the tsa results of panel 89 and s11. Performed manual tests and the results do not match. I asked the client to do a confirmatory panel test because there is suspicion of contamination.